Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "vent will power on but alarm and freeze screen no error code thrown but alarm will not stop and vent is not usable."

Manufacturer narrative:
No patient involvement reported. No logfiles provided. The root cause of the event was determined to be a defective ip esm board. After replacing the ip esm board, the device was released back into use.